Event description:
Received letter from insurance carrier, alleging fire occurred at a rental home.

Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.